Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as 2134265-2017-08402 and 2134265-2017-08419. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci) due to ami (acute myocardial infarction). The 100% stenosed target lesion was located a coronary artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. The image appeared, however automatic pullback failed. The procedure was completed with another with the same device. No patient complications were reported.